Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges her back up pump is not delivering her basal insulin after switching from her primary pump. No adverse event reported. Requested return of the alleged device for evaluation.